Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen. The customer reported that the tone on the lettering in the lcd was weak and hard to read. The customer also reported that they had history check failed alarm, unexpected restart alarm and external ram error alarm in the alarm history. The customer's blood glucose was 278 mg/dl at the time of incident. The customer stated that the insulin pump was not stored without a battery for an extended period of time. The customer performed self test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unexpected restart alarm during alarm test and reset alarm due to voltage leak on interface board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, and self-test. No alarm noted during testing. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no display anomaly noted. The insulin pump had an alarm in alarm history file. The insulin pump alarmed due to corrupted history files. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted.